Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: all keypad buttons responded appropriately to button presses. There was no damage observed to the keypad cover. The complaint of unresponsive keypad buttons could not be duplicated on investigation. Investigation revealed moisture throughout the pump. Leak testing showed a battery compartment leak and a battery compartment crack. Additionally, there was moisture behind the display lens.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. It was reported that all the keypad buttons were unresponsive. The reporter stated that there was moisture in the battery compartment and behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.